Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was unable to open the reload. There was a problem in loading and unloading the device, after closing the reload it would not open and the stapler did not fire.